Manufacturer narrative:
The reporter has been contacted by phone and letter regarding the status of the sample and the sample has not been received at this time. We were unable to fully investigate this incident, as the sample was not returned for analysis.

Event description:
After insertion of the IV catheter into the pt, the guidewire and needle was pulled back in order to engage the safety component. The needle came all the way through and then out of the protective sheath. A needle stick injury then resulted from the exposed needle.